Event description:
Additional information received reports that the patient underwent surgical intervention on (B)(6) 2025 in which the lead was explanted and replaced.

Manufacturer narrative:
B3: event date is estimated.

Event description:
It was reported that the patient had a fall and x-rays confirmed that the patient's is fractured. Surgical intervention may be pending to address this issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.